Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display was dim and difficult to read in a bright setting. It was reported that the issue had occurred gradually and had been happening for ¿some time¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, a battery compartment crack was discovered.